Event description:
Date notified: 10/31/05 a model 305 aspirator failed to operate on high speed. An inspection of the device revealed a disconnected battery terminal. The terminal was reconnected, recrimped and the device was tested to specification and returned to the customer. No injury or death resulted from the incident. It was determined that the terminal became disconnected.